Event description:
It was reported that there was no image on the 9800 system. It was also noted that an error code -stator not on, was displayed. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reset the breaker. Breaker was reset. The system was tested and found to be working as intended and placed back into service.